Event description:
The following was reported to gore: on (B)(6) 2017, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was treated with gore® excluder® aaa endoprostheses. After having successfully initiated the first deployment step of a gore® excluder® trunk-ipsilateral leg component rlt261218 on the left patient side, it was not possible to advance the cannulation wire from the distally patent contralateral gate through the proximal end of the device. Intra-operative images showed that the proximal part of the rlt261218 component¿s contralateral side appears squashed directly at the level of the flow-divider. In this context, and prior to the procedure, pre-implantation computed tomography images dated (B)(6) 2017, had identified a buildup of calcified plaque at that particular anatomical location. Reportedly, the physician had been made aware prior to the procedure of the possibility that the contralateral part of the trunk component might not fully deploy due to the calcification. In order to solve the cannulation problem, the physician made three unsuccessful attempts to reposition the rlt261218 device which was followed by further, multiple cannulation efforts. However, the situation persisted and it was decided to fully deploy the trunk-ipsilateral leg. A conversion to open repair was decided to be conducted during a follow-up procedure in the near future. Post-procedure, the patient was reported to have recovered well and was discharged from the intensive care unit on (B)(6) 2017. Open surgery was scheduled for (B)(6) 2017, with the rlt261218 component to be explanted. On (B)(6) 2017, the endoprosthesis was explanted without any problems. However, the aortic repair turned out to be extremely difficult due to the fragility of the aortic wall, and it was therefore not possible to suture the dacron y-prosthesis to the vessel and achieve seal. Intra-operatively, the patient was reported to have lost a lot of blood with having received 11 blood bags during the procedure as well as post-procedure. In the aftermath of the operation, the patient developed most severe coagulation issues due to the amount of blood received and failed to compensate. The patient expired on (B)(6) 2017, at 10 p.m.

Manufacturer narrative:
The explanted gore® excluder® trunk-ipsilateral leg component rlt261218 was returned to w. L. Gore & associates for investigation. Submitted unfixed were one trunk¿ ipsilateral leg endoprosthesis (trunk f-1) and one ipsilateral leg fragment (trunk f-2). The lumen of the fragments were open and widely patent. The luminal and abluminal fragment surfaces were devoid of tissue except red/brown staining consistent with blood. The constraint sleeve was detached from trunk f-1. The distal aspect of trunk f-1 had been transected. Trunk f-2 had a transected end which aligned with the transected end of trunk f-1. Histopathological examination was not performed due to the paucity of adherent tissue. The device fragments were subjected to an enzymatic digestion process to remove biologic debris. Following digestion the devices was examined for material disruptions with the aid of a stereomicroscope. During the investigation, no wear related disruptions were identified.